Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: "undesirable effects the patients must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® ultra plus xc in the cheek and nasolabial fold. Three days later, the patient developed "visible swelling" at the injection site. There was no sign of inflammation, no redness, no tenderness and no warmth. The patient only had painless swelling and induration that mildly extended beyond injected sites. Four days later, the patient returned to the doctor and "all the swelling remained the same." The patient was then treated with hyaluronidase. Once the filler had completely dissolved, the swelling subsided. Symptoms resolved that day.